Manufacturer narrative:
The amo field service specialist performed an inspection of the equipment and found the aspirator mounting bracket was missing and collapses when slightly touched. The aspirator assembly was replaced. The field service specialist also performed system calibrations and proactively replaced the beam shaping module, inrush module and cooling system. No further info is available.

Event description:
The doctor reported that a pt treated for laser vision correction presented at a post-operative examination with a treatment pattern that appeared to be missing 1/3 of the treatment in the pt's right eye. There were no issues with the treatment of the left eye. The pt's best corrected visual acuity in the right eye is 20/30 and requires a +2.00 diopter prescription.